Event description:
Customer reported via phone call that they received a button error alarm. The blood glucose reading was over 500 mg/dl.

Manufacturer narrative:
Pump received with intermittent button response and button error alarm due to corroded keypad traces. Unable performed displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test due to intermittent button response. Received with pump cracked case at the display window corner, cracked reservoir tube lip, minor scratched lcd window, cracked battery tube threads and missing end cap sticker.